Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. Given that no product code was provided, a manufacturing record evaluation (mre) review cannot be performed. If the product code becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Formal litigation record received. Litigation document alleges patient underwent an operation on (B)(6) 2022 involving syn trauma implants. During procedure two mitek anchors were used. During passing of the sutures, the needles of the mitek anchor became dislodged from the suture and remained in the submental space. (B)(6) 2022 patient underwent a subsequent surgery to remove the syn trauma implants. During the surgery there was no attempt to remove the needles from the patient's neck. (B)(6) 2025: primary operative note received. The operative note indicates the two mitek anchors were placed into the hyoid bone one either side of the midline. These sutures were passed through the wire passing off into the mouth for the sutures to be ligated onto the mandibular genioglossus bone plate. During passing of the second set of sutures, the needles of the mitek anchor became dislodged from the suture and remained in the submental space. All available information has been disclosed. Height: 73 inches.